Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2022, it was reported that the infusion set's tubing detached at the quick release. The site location was left side of patient's abdomen, and the pump was attached to the bra strap. Moreover, the infusion had been used for the second day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, her blood glucose level was 272 mg/dl. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2022, it was reported that the infusion set's tubing detached at the quick release. The site location was left side of patient's abdomen, and the pump was attached to the bra strap. Moreover, the infusion had been used for the second day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, her blood glucose level was 272 mg/dl. No further information available.